Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not detecting connected defibrillation electrodes and now it won't power on at all. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified that the device's battery was depleted. Stryker replaced the depleted battery to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not detecting connected defibrillation electrodes and now it won't power on at all. There was no report of patient use associated with the reported event.